Event description:
Hill-rom received a report from the account stating the right side CPR cable was broken. The bed was located in suite 5 at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the right side cable needed to be replaced. It is necessary for the hill-rom 1000 bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replace the right side CPR cable to resolve the issue. Based on this information, no further action is required.